Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, areas of missing or damaged adhesive were observed around the objective lens, along with corrosion on the distal end (c-body). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the areas of missing or damaged adhesive around the objective lens, and corrosion on the distal end (c-body) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.